Event description:
Several wingsets have cracks causing blood to go everywhere and MFR is not responding although we have encountered more than 10 incidents where cracks are seen and blood is going everywhere. Two more additional lots received with the same defects and MFR has no formal response. The same happened in other units. This product continues to be used and still has cracks causing the patient blood to be exposed to the healthcare giver. Other lots have the same problem. No response from the MFR as to why these products are not taken and destroyed. Dates of use: (B)(6) 2015.